Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis of the desktop charger ((B)(4)) revealed broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had a broken desktop charger connector pin. They stated they had been "dead" since christmas. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2019. When the patient was asked to clarify what they meant by ¿has been dead since christmas¿, they stated that the device was broken since christmas, and they knew that it couldn't be fixed during the holidays. On (B)(6), the patient further clarified and stated that it was the connecting power plug that had broken during christmas. The patient stated that the issue had been resolved with replacement. Patient weight was reported.